Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. In addition, this pacemaker was then used as an external temporary pacing device. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.